Event description:
It was reported that during a video appendectomy, the device stopped working during procedure and the active tip became loose during the tests. No injury to the pts. It was not reported how the procedure was completed.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.